Event description:
It was reported that the pt underwent an endometrial thermal ablation procedure and a sling procedure along with a dilation and curettage and a hysteroscopy procedure on (B)(6) 2011. The pt was given a catheter for one day. On (B)(6) 2011, the pt had a urinary tract infection and oral macrobid was given. The urine culture grew (B)(6).

Manufacturer narrative:
(B)(4) - urinary tract infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted for the same pt. See also medwatch 2210968-2011-00300.